Event description:
The initial reporter stated they received discrepant results for two samples collected from the same patient and tested with mg2 magnesium gen.2 on a cobas 8000 c 702 module. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. The first sample initially resulted in a magnesium value of 2.71 mmol/l. The sample was repeated three times on the same analyzer, resulting in values of 1.43 mmol/l, 0.73 mmol/l, and 0.73 mmol/l. The second sample initially resulted in a magnesium value of 1.89 mmol/l and repeated as 0.79 mmol/l. The sample was repeated on a second analyzer, resulting in a value of 0.79 mmol/l. Two different magnesium reagent lots were used on 01-aug-2022, but it is not known which lot was in use during the time the samples were measured. The lot numbers are 644452 and 654892. The reagent expiration dates were requested, but not provided.

Manufacturer narrative:
The investigation determined the issue is consistent with a sample specific issue related to pre-analytic handling. Discrepancies were not observed with samples from other patients.